Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with pop. The customer stated that there was a lost sensor alarm. The customer was advised to remove the sensor and check for bent, damaged or retracted sensor. The customer stated that the sensor was bent. The customer was advised to change the sensor. The customer declined to troubleshoot for low readings.